Manufacturer narrative:
Sensor (B)(4) has been returned and investigated. Observed no physical damage on sensor patch. The sensor adhesive was observed to be returned and no issues were observed. No malfunction or product deficiency was identified.

Event description:
The customer reported her adc freestyle libre sensor fell off on the same day of insertion and she was unable to monitor her blood and he had a medical event. Customer experienced symptoms described as ¿headache, dizzy, and severe thirst¿ and he was unable to self-treat. The customer had contact with a healthcare provider who obtained a reading that was over 500 mg/dl on their meter. The customer was diagnosed with hyperglycemia and treated with insulin injection. No further treatment was reported. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
The customer reported her adc freestyle libre sensor fell off on the same day of insertion and she was unable to monitor her blood and he had a medical event. Customer experienced symptoms described as ¿headache, dizzy, and severe thirst¿ and he was unable to self-treat. The customer had contact with a healthcare provider who obtained a reading that was over 500 mg/dl on their meter. The customer was diagnosed with hyperglycemia and treated with insulin injection. No further treatment was reported. There was no report of death or permanent impairment associated with this event.